Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vicmo13.2 -7.0 diopter implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a different model and diopter lens due to refractive surprise and blurred vision. This resolved the problem. Claim # (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture and residue/debris on product, inside a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection and functional verfication found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
PMA/510k: this product is not marketed in the us work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo13.2, -7.0 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a different model and diopter lens due to refractive surprise. This exchange resolved the problem. Cause of the event was reporter as unknown.